Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the external pulse generator (epg) stopped pacing while the batteries were being replaced. The epg was returned for service. It was reported that the patient was affected but the extent to which the patient was affected is unknown.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported epg stopped pacing while the batteries were being replaced. Analysis noted that the lower case was broken, one side bail cover was damaged, the serial number label was damaged, and the keypad was scratched. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.